Event description:
Additional information was received indicating that the patient was hospitalized due to the vns site being infected and that is why the leads were explanted. The infection was found to be reported in MFR report #1644487-2021-00414, so all future information will be housed in MFR report# 1644487-2021-00414. .

Event description:
It was reported that a patient was admitted into the hospital and will be having their lead removed. Confirmation was then received noting that the patient had their lead explanted. The explanted lead has not been received by product analysis to date. No other relevant information has been received to date.